Event description:
It was reported that upon power up, the autopulse platform displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message that could not be cleared. Customer indicated that the fault was found while doing a test at the station. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll on 10/07/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.